Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion is suspected. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6947 lead, implanted: (B)(6) 2011; 4194 lead, implanted: (B)(6) 2011. (B)(4).